Event description:
It was reported to baxter that one (1) ce intermate sv 100 was observed with the "end of tubing half broke off when mixing." According to the report, there was no patient involvement and, therefore, there was no report of patient injury or medical intervention. No additional information is currently available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation per the customer. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.

Manufacturer narrative:
(B)(4). Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.